Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of high pacing lead impedance was confirmed in the laboratory via review of impedance trending data. The device was tested on the bench and no anomalies were found. It is believed that the cause of the reported high pacing lead impedance was a connection issue during implant. (B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital with high, out of range pacing lead impedance. The out of range measurement was intermittent and could not be reproduced through isometrics or pocket manipulation. The device was removed from the pocket and the lead was easily removed from the header without the set screw be untighten. The lead tested normal through the system analyzer. The device was explanted and replaced. The patient was in good condition and all electrical measurements were normal.